Event description:
It was reported that while placing irrigation in the inner package after removing a femur implant, a leak was noticed. The outer package was then examined and was found to have a slice in it. The surgeon downsized to a size f femur. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1, b4, b5, d1, d2, d4, d9, g3, g4, g6, h1, h2, h4, and h10

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10 visual examination of the returned product identified damage to the sterile packaging (inner cavity only) and outer packaging (carton). Sterility has not been compromised. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.